Event description:
A caller reported that the touchscreen of their pump was cracked and shattered. They confirmed that the screen was damaged underneath the protector and that it was unresponsive and illegible, making interaction impossible. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy